Event description:
The customer contact reported the pt received less medication than intended. The pump was returned to the nurse manager with an unsigned note that stated, "running slow." No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not been received. This report represents all the information known by the rptr upon query by hospira personnel.